Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out with the device and did not achieve hemostasis. There was no reported patient injury. The device was being used in a percutaneous transluminal angioplasty procedure. Additional information was requested but not provided. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. The unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. The syringe was not returned, and the procedural sheath was not included. The sealant was in its manufactured position, fully covered by the sleeves. The cartridge assembly presented a kinked condition. The stopcock was set in the closed position. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the slit length on the outer sleeve was not verified due to the kinked condition of the sealant sleeve assembly, which impeded proper measurement. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample sheath was performed as indicated in the instructions for use (IFU). However, due to the severe kinked condition of the cartridge assembly, it was not possible to insert the device into the cannula of the sheath. Also, a simulated deployment test was performed on the returned device per the mynx control IFU. The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to both buttons 1 and 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, confirming the kinked condition and observing that the sealant was not exposed. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device since the deployment mechanism had not been initiated as stated in the event description. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the inaccurate placement event reported since the returned device did not match the event description and deployment had not been initiated. Since the device passed functional analysis, it is unknown what issue the customer may have been experiencing with this product. However, procedural/handling factors may have contributed to the kinked conditions of the sleeves noted. Although, since the condition was not reported by the user, it is unknown if this received condition occurred due to manipulations after the procedure. According to the IFU, which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out with the device and did not achieve hemostasis. There was no reported patient injury. The device was being used in a percutaneous transluminal angioplasty procedure. Additional information was requested but not provided. The device is being returned for evaluation.